Event description:
Information was received indicating delivery issues with a smiths medical cadd-legacy duodopa ambulatory infusion pump. The delivery issue was not specified by the reporter and follow up has been made for more information. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump to be in used condition. Functional testing involved attaching cassettes to the pump and delivery accuracy tests. No problems were found with the ability to attach a cassette to the pump and the pump passed all tests and was found to be operating properly. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Other, other text: additional information was received indicating "the pump often did not accept new drug cassettes, while another pump worked with all cassettes. There was also suspicion of incorrect administration due to the patient's variable response to the drug. The patient's wife most frequently reported a problem loading new drug cassettes."